Event description:
Pt's mother stated that ther daughter purchased a box of avaira sphere (enfilcon a) contact lenses. The pt developed a corneal ulcer and is currently seeking medical treatment. To date there is no confirmation of treatment or outcome of treatment.

Manufacturer narrative:
This complaint was reported by the pt's mother, directly to coopervision. This is being reported as an unconfirmed corneal ulcer. It is unk which eye is involved in the incident. The current ocular status of the pt is unk. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.